Event description:
It was reported that patient presented to the hospital after receiving inappropriate therapy. Microscopy revealed a subclavian crush. Leads were explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis revealed a short circuit between the coils due to damaged insulation. The outer insulation was damaged at 32-33 cm from the connector pin. The location and mode of the damage are consistent with that produced by clavicular crush.